Event description:
Boston scientific crm received information that this right ventricular (rv) lead was suspected of having a conductor fracture due to impedances greater than 2500 ohms. The lead was also noted with increasing thresholds. Ts discussed performing isometrics to further assess the lead integrity. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.